Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent unspecified cartridge alarms occurred during the load sequence. There was no reported impact to customer¿s blood glucose. Multiple cartridge changes were performed to address the alarms. Customer declined to provide additional information.